Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported therapy has been turning off on its own and they have to keep turning it on for the past "couple of weeks". They believe it is due to placing phone in back pocket over device and there is also a magnet on the back of cell phone. Agent reviewed cell phone compatibility and magnet compatibility. The patient will keep cell phone 6 inches away from ins.